Event description:
The customer reported that a pump module turned off spontaneously without alarming or indication of malfunction. This pump turned off while infusing levophed on a hypotensive patient. The nurse restarted the pump and restored the previous infusion settings without delay. The customer attributed this event to a channel disconnect secondary to iui contamination and/or damage. There was no report of patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.